Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that a solution would not flow for 500 or lower but for a thousand milliliters it would flow. The fault happened during infusion in the emergency department (ER) and the medical staff present reported to manually infuse the patient with the blood. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device flow switch and water tank, which were obstructed by silicone grease debris. Additionally, the pressure cuffs were reading inaccurately. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The water tank and flow switch were thoroughly cleaned and flushed to remove debris. Both pressure cuff gauges were replaced and calibrated to restore accurate pressure readings.